Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) with dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. Reportedly, the patient died. Per physician's assessment, the device is not related to the patient's death. The exact cause of death is unknown however, the physician believed it to be pulmonary embolism.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) with dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. Reportedly, the patient died. Per physician's assessment, the device is not related to the patient's death. The exact cause of death is unknown however, the physician believed it to be pulmonary embolism.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.